Manufacturer narrative:
D9 - date returned to mfg - 30 jul 2024. Note investigation summary. The reported complaint was entered vtbi as 300ml and time as 3 hours. Pump infused in less than an hour. N232( proximal air in line) found in device history. Device history downloaded and maintained. Log review period 4 mar 2024 to 22 aug 2024. See logs review/conclusion attached to device history record. It was noted in the `as-found condition: no physical damage noted r&d engineering was provided a copy of the pump logs. Engineering analysed the pump logs and report log analysis team concluded as follow. Engineering summarizes: recall that customer complaint appears to have been in reference to an infusion of 200 ml over a period of 3 hrs or 3:30 hrs. The logs showed that there were 4 infusions run on this date (march 26, 2024): 50.0 ml over 5 minutes 350 ml over 4:00 hours duration later changed to 3:00 hrs; then changed to 3:20 hrs; then after a bit, the duration was reset to 3:20 hrs. 50.0 ml over 20 minutes. 50.0 ml over 10 minutes. In all instances, the pump delivered accurately within 0.8% (by volume) of the programmed values (design tolerance is +/- 5.0%). Conclusion engineering evaluates the relevant infusion per the customer reports could not be confirmed on the date in question. While there were infusions of the specified duration (3 hours to 3:20 hours) none had the specified vtbi. Never-the-less, all infusions performed on the date in question delivered accurately to within 0.8% by volume (within the design tolerance of +/- 5.0% by volume). Engineering evaluates the pump is operating correctly and delivering accurately per design. The complaint is not confirmed. Probable cause: entered vtbi as 300ml and time as 3 hours. Pump infused in less than an hour - complaint as not confirmed through log review and not replicated during testing. No probable cause determined

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plum 360¿ generated an infusion flow problem. The reporter stated, ¿sr entered volume to be infused (vtbi) as 300ml and time as 3 hours. Pump infused in less than an hour." The product was contaminated or contained a biohazard or chemotherapeutic agent. Unknown if harmed as a result of the reported event. Someone became aware of the issue because the pump showed vtbi complete. The medication being used with this product was blood. The product was not reprocessed or re-sterilized prior to use. The product is available for evaluation. No fluid/medication was left in the container when the issue was noted. The pump settings are rate 571, vibi 200, duration 03h30, and rate 667, vibi 200,03h00. No pump alarm. The device is well programmed as per the service done. No difficulty in programming or the infusion. No adverse event after the blood transfusing after 2 hours. The patient was a continuous observation and needed immediate or post-transfusion reaction. There was no patient harm reported.